Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 96 to 105 mg/dl. Comparing blood glucose test results from truetrack meter to hospital meter during visit unrelated to meter results; observed lower reading obtained with hospital meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 96 to 105 mg/dl. Comparing blood glucose test results from truetrack meter to hospital meter during visit unrelated to meter results; observed lower reading obtained with hospital meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 265mg/dl, (B)(6) 2015, 10:31am, fasting: yes; 186mg/dl, (B)(6) 2015, 08:14pm, fasting: yes; 151mg/dl, (B)(6) 2015, 08:14pm, fasting: yes; 146mg/dl, (B)(6) 2015, 08:09pm, fasting: no; 117mg/dl, (B)(6) 2015, 08:17am, fasting: yes. Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product not yet returned for evaluation.